Event description:
The facility reported a pump with a battery problem. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.